Event description:
It was reported that the patient underwent a revision procedure following the recent placement (on (B)(6) 2020) of an artificial urinary sphincter (aus) due to the patient was unable to urinate. The aus 4.5cm cuff was explanted and a 5.0cm aus cuff was implanted. The patient was stable following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of unable to urinate was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure following the recent placement (on (B)(6)2020) of an artificial urinary sphincter (aus) due to the patient was unable to urinate. The aus 4.5cm cuff was explanted and a 5.0cm aus cuff was implanted. The patient was stable following the procedure.